Event description:
A pt underwent bilateral breast augmentation in 2007 with mentor memorygel implants. Per the pt's post approval study post operative questionnaire, she has been tested positive for ana. She has also experienced depression, memory loss, hair loss and fatigue. The devices remain implanted and no other problems were reported. The pt's contralateral devices is reported on medwatch 1645337-2011-00048.